Event description:
It was reported that during surgery, the torque handle did not rotate when trying the final fastening of the screw. As it was checked, the cap head come off. The cap exchange was tried a few times; however, the cap came off again and again. By exchanging the screw with the same sized one, the operation was completed without any problem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. The investigation has shown that the head of the pedicle screw came off as reported. The implant was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Due to previously received market feedback, the failure of this phenomenon has already been identified and it has been noted that in connection with spirit, pangea screws may suffer from the above described damage when handled in a certain manner. This issue has been recorded. Nevertheless, it should be noted that when the pangea screws are used with spirit, it is vital to avoid pushing forward the holding sleeve while inserting or advancing the screw into the vertebrae. The same applies when orientating the holding sleeve. The article was manufactured according to the specifications. This complaint is invalid from a manufacturing standpoint.